Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the customer advised that the iabp generated "auto-fill failure" when using fiber-optic balloon at the event site which is 6930 feet elevation, and that when using the same iabp at another location which is 6090 feet elevation, it works fine and does not generate "auto-fill failure" at this lower elevation. The stm was able to reproduce the reported issue at this specific event site when using fiber-optic balloon, and observed that the balloon would pulse approximately 8 times and the screen would display message "calibrating fiberoptics". In addition, the pressure waveform would flat line towards the bottom of the graph and after 15 seconds timeout would display "auto-fill failure". However, the stm was not able to reproduce "auto-fill failure" when triggering off of pressure or ECG. To resolve the issue, the stm replaced the fiber-optic cable and initiated pumping using trainer and fiber-optic balloon. The iabp would function without error 1 out of 4 times while pumping with trainer and fiber-optic balloon. The stm advised that the service dept. Is ordering a new front end board and he is scheduled to return to the event site to replace the front end board. At this time, the iabp has not been released for clinical use, and a supplemental report will be submitted when repairs are fully completed.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) generated "auto-fill failure" when using fiber-optic balloon. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) subsequently returned to the event site and recalibrated the transducers, verified all operations, safety and performance per factory specifications. The stm could no longer duplicate the failure with 40cc balloons. However, the stm also noted that occasionally when using 50cc balloons at this altitude the iabp would require a second autofill before pumping. All findings were reported to tech support and factory. The iabp was returned to customer and cleared for clinical use. The correct name of the event site (B)(6).

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) generated "auto-fill failure" when using fiber-optic balloon. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event was reported.